Event description:
Parent took tube out of package for 1st time use. Placed decompression tube into bard button, began to draw up on syringe and noted no residual. Removed tube from button and noted hole in proximal end of adaptor was smaller than previous tubes.